Event description:
Lifesite patient had a cannula exchange performed due to poor flows associated with the device. It was discovered that the cannula had migrated into the superior vena cava out of the right atrium. A cannula exchange was performed to place the cannula in the right atrium and promote better flows.